Event description:
Using microbore extension set, (B)(4) - thursday night, (B)(6) 2015 - when the rn went to flush medication set, she heard a popping sound and then noticed that the filter itself was leaking. Also see (B)(4). Diagnosis or reason for use: used to filter IV line administering medication.